Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 4 and 24 hours. The patient was taken to the emergency room and diagnosed with cellulitis. In order to treat the infection, the doctor froze the lesion, made an injection and cut the site to have the purulent come out. The doctor pressed heavily on the lesion to release the infection. The wound was cleaned and bandaged. The patient was prescribed antibiotics; cefadroxil 4 gel caps per day for 10 days. The patient returned to the walk-in clinic at (B)(6) hospital on (B)(6) for a follow up appointment and was prescribed cefadroxil 4 gel caps per day for an additional 10 days.